Manufacturer narrative:
The lancet associated with this event was not returned for investigation. Multiple attempts were made to reach out to the patient to ensure proper hygiene prior to use, and to ensure proper testing technique. Per the instructions for use "the lancing device is intended to be used by a single patient and should not be shared. In order to reduce the risk of infection from prior use of the instrument, always use a new, sterile lancet. Do not reuse lancets. Important: prior to testing, wipe the test site with an alcohol swab or soapy water. Use warm water to increase blood flow if necessary. Then dry your hands and the test site thoroughly. Make sure there is no alcohol, soap or lotion on the test site."

Event description:
Patient reported symptoms of an infection after use of the lancet and was treated by a doctor with ointments and other unknown medications. The patient did not provide additional information regarding hand washing prior to using the lancet. The patient did not specify whether they reused their lancet or if this occurred with a new lancet.